Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail single use laser fiber was used in a holmium laser enucleation of the prostate procedure to treat the benign prostatic hyperplasia, performed on a (B)(6) 2022. During the procedure, the part near the connector of the laser fiber was broken when the physician stood up. There were no fiber fragments fell inside the patient's body. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
D4. Model number and unique identifier (UDI) # corrected. G1. MFR site facility name, MFR site address 1, MFR site city, MFR site country corrected g2. Report source corrected.. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified one lighttrail single use, 600mm laser fiber was received for analysis in one piece. The fiber body measured 325.6 cm from the distal tip to the proximal end of the white heat shrink. The exposed glass tip measured 1mm and was degraded. The sma connector was not returned. Based on analysis results, it is probable that the procedural handling of the device during use contributed to the damage to the fiber. The fiber possibly was pulled or tugged with excessive force causing the separation of the sma connector. According to the instructions for use (IFU), carefully remove the fiber from the package. Handle the fiber with care as damage may occur if struck or bent sharply. Based on the analysis results and information available, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported to boston scientific corporation on july 14, 2022 that a lighttrail single use laser fiber was used in a holmium laser enucleation of the prostate procedure to treat the benign prostatic hyperplasia, performed on a july 14, 2022. During the procedure, the part near the connector of the laser fiber was broken when the physician stood up. No fiber fragments fell inside the patient body. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.